Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Reportedly, there was an unspecified complication during surgery. The iol was removed from the eye and patient was left aphakic. The incision was not enlarged, but sutures were used. Additional information has been requested, but no additional information has been received. Please reference MDR # 1313525-2015-01010 for the delivery device used during the event.